Event description:
It was reported that during a laparoscopic cholecystectomy procedure, both devices fired one or two clips then jammed. One of the clips was malformed which had to be removed with a grasper. A device was fired outside the patient, then was spitting out clips. Both were not forming clips properly. A different device was used to complete the procedure. There was no adverse consequence to the patient reported.

Manufacturer narrative:
(B)(4). Malformed clip /orange indicator over traveled. The analysis results found that one el5ml device (a) was received in good visual condition. The device was cycled, fed and formed the remaining clips within manufacturing specifications. The device locked out as intended, but the orange indicator was visible at 11th firing sequence, thus, it over traveled. A possible cause for the indicator failure may be attributed to molding of the indicator wheel or that it was mis-assembled during the manufacturing process. Possible causes of malformed clips might be excessive twisting or torque of the device jaws when positioning or firing of the device, excessive side load applied to the jaws causing them to partially collapse or pushing with excessive force on the proximal end of the device. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results found that one el5ml device (b) was received in good visual condition. The device was cycled, fed and formed the remaining clips within manufacturing specifications and then, it locked out as intended. Possible causes of malformed clips might be excessive twisting or torque of the device jaws when positioning or firing of the device, excessive side load applied to the jaws causing them to partially collapse or pushing with excessive force on the proximal end of the device. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device b additional information: batch # (B)(4), expiration date: 12/2014, manufacturing date: 01/2010. Malformed clip.